Event description:
The reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device is to be scheduled.